Manufacturer narrative:
Concomitant medical products: product ID 3889-28, serial# (B)(4), implanted: (B)(6) 2006. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006. Explanted: (B)(6) 2013. Product type: extension. (B)(4).

Event description:
It was reported the lead was ¿defective.¿ the entire system was explanted except for a small portion of the lead, which remained in the patient. A new system was implanted on the day of explant. About two weeks later,the cause of the event was due to a ¿non-functioning interstim system.¿ the implantable neurostimulator (ins) was depleted normally. Impedances greater than 4,000 ohms were measured on all electrode pairs when checked in (B)(6) 2012. This was prior to the end of life of the ins. It was noted the ¿tip¿ of the lead remained ¿in situ.¿ no hospitalization was reported and the patient recovered without sequelae.